Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through 7.5 cm and 38 cm proximal to the lead tip. Based on the characteristics of the abrasion, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Furthermore, the conductor coil was found stretched and the insulation damaged between 17 and 23.5 cm proximal to the lead tip. The fixation helix was found bent. These deviations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead was explanted due to an impedance issue. No adverse patient events were reported. Should additional information be received, this file will be update.